Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse performed the following tasks to resolve the issue. Replaced four (4) ise buffer valves reseated the ise electrodes (the electrodes were not properly seated) cleaned the ise sample pot, lines/tubing, mixer bar and reference block replaced ise roller pump tubing and pinch valve tubing beckman coulter internal identifier is case-(B)(4). Date o birth: patient demographic information was not provided. Patient data was not provided. Sex: patient demographic information was not provided. Patient data was not provided. Weight: patient demographic information was not provided. Patient data was not provided. Ethnicity: patient demographic information was not provided. Patient data was not provided.

Event description:
The customer reported erroneous high ise (ion selective electrode) patient results were generated on the au5800 clinical chemistry analyzer. There was no change in patient treatment in association with this event.